Manufacturer narrative:
Date of event, lot number, expiration date, name and address and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient has been using tracheostomy tubes since september 2020. Recently tracheostomy tubes keep breaking at the flanges. A couple of the products were brand new but broke when the child patient pulled on them. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6. Event problem and evaluation codes: updated. Seven (7) photos were provided by the customer. The received photos were used to conduct the device analysis since the product was not returned. Photo one (1) shows a tracheostomy tube, with its obturator, the left flange being pulled towards the distal end of the tube; the flange is observed to be partially broken from the top of the base. Photo two (2) shows a tracheostomy tube with its obturator; no damage or dysfunctional conditions are observed. Photo three (3) shows a tracheostomy tube, with its obturator, the left flange is being pulled towards the distal end of the tube; the left flange is observed to be partially broken from the front and middle of the base outwards. Photo four (4) shows a tracheostomy tube, with its obturator, the right flange is being pulled towards the distal end of the tube; the right flange is observed to exhibit stress and cracking marks in the front and center of the base. Photo five (5) shows a tracheostomy tube with its obturator; both sides of the flange exhibit stress and cracking marks all along the front of the base. Photo six (6) shows a tracheostomy tube, with its obturator, the left flange is being pulled towards the distal end of the tube; the flange is observed to be partially broken from the front and top of the base. Photo seven (7) shows a tracheostomy tube, with its obturator, the right flange is being pulled towards the distal end of the tube; the flange is observed to be partially broken from the top of the base. The reported failure mode is confirmed. No other analysis was performed. The root cause cannot be determined based on the photos provided by the customer. A device history record (DHR) review could not be performed as the lot number is not known. No corrective actions taken because the mitigations on place were revised and are executing as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. The manufacturer will reopen this complaint if the device is returned.